Event description:
It was reported that during the implant, two different leads were attempted tp be placed in the atrium but showed high thresholds. It appeared to the physician that the helix extended but did not engage the issue. There was sensing but only in a few locations. Several attempts were tried with each lead and were not successful. The leads were not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.